Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal and revision surgery on 6/1/2017 during which the surgeon noted he was found to have severe pain consistent with probable ilioinguinal neuralgia entrapment. He also appeared to have a mesh plug which was used by the previous surgeon that was scarred and easily palpable and painful. He carefully took down the external oblique off the mesh that was present. We could feel the very firm and scarred mesh plug that was used at the internal ring. The ilioinguinal nerve was freed from the scar tissue. It was very scarred and entrapped. This was taken from the mesh plug all the way back into the muscle laterally and then removed. Once he had this mesh plug in view, half of it was removed. This was passed off again as explanted mesh. It was reported that patient experienced right inguinal pain, adhered ilioinguinal nerve and ilioinguinal neuralgia.